Event description:
The customer reported that the AED battery pack will not stay in the device and the asi is blank. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED battery pack will not stay in the device, and the asi is blank. The battery pack has an expiration date of november 2024, and the pads have an expiration date of november 2021. The maintenance schedule is reported as unknown but suspected to be none. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. Referred to the distributor for replacement product and reviewed proper maintenance. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.